Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 10 mg/dl. Customer treated with intravenous glucose in the hospital. Customer declined troubleshooting for low blood glucose and high blood glucose. It was unknown whether the customer was using automode. Customer stated insulin pump was not working any more. The insulin pump will not be returned for analysis.